Event description:
The user facility reported that the patient had a delayed onset occlusion. The patient had gone to the emergency room (ER) four days post procedure. The blood loss is less than 250cc. Additional information was received on 24mar2025: the date of the procedure was unknown, and case specifics were unknown. Additional information was received on 27mar2025: the doctor stated that five cases occurred. The sheath size was 5 french. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable at the time of placement. The patient left the facility with hemostasis achieved. The puncture was just above the common femoral artery (cfa). There was no significant disease or dissection noted. An angiogram and ultrasound were conducted to diagnose occlusion/thrombosis. Distal pulses were diminished. A cut-down surgery was done to remove the angio-seal.

Manufacturer narrative:
E3: occupation: rt (r). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).